Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose between 300 mg/dl and 500 mg/dl. Customer's high blood glucose event stated on (B)(6) 2017. Customer's blood glucose value was unknown at the time of the call. Customer treated with manual injection and insulin pump. Customer declined high blood glucose troubleshooting and stated that she was on steroids due to infection. Customer also reported to have been hospitalized due to non diabetes or insulin pump related. Customer was hospitalized on (B)(6) 2017 due to reaction to some blood pressure medicine and had a swollen face. Neck and tongue. The insulin pump was not returned for analysis.